Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that during setup prior to the start of a procedure, the sonopet was overheating causing the tip cover to melt. The tip was replaced, and the second tip melted as well. It was reported that irrigation was working correctly. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event of the device melting tip covers was not duplicated or confirmed. Lack of irrigation to the tip may cause or contribute to heat at the tip; set up error can cause a lack of irrigation to the handpiece leading to overheat heat at the tip may also occur due to side load being placed on the tip cover causing tip to tip cover contact to occur. The device was serviced for preventative maintenance, and returned to the user facility.

Event description:
It was reported that during setup prior to the start of a procedure, the sonopet was overheating causing the tip cover to melt. The tip was replaced, and the second tip melted as well. It was reported that irrigation was working correctly. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.